Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure the patient's ipg was no longer communicating with external devices. The patient noted that their ipg was not placed into surgery mode for the procedure. Trouble shooting with a field representative was unable to recover the ipg. Surgical intervention may take place at a later date to address the issue.